Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, and to update section h3. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One 6fr angio-seal device was returned for product evaluation. The returned device included the hemostasis sheath, polyfoil pouch, carrier tube assembly locator, guidewire and the header bag. There was blood-like substances on the returned device. The hemostasis sheath and carrier tube assembly were unmated and cut into pieces in the proximal portion. The returned device was subjected to visual analysis. The locator was observed to be curved slightly but no obvious kinks were found. The device sleeve of the carrier tube was found to be in full rear lock position. A cut was observed through the proximal region of the hemostasis sheath revealing the distal shaft of the carrier tube assembly. The proximal portion of the carrier tube assembly was unmated from the hemostasis sheath. The tamper tube appeared to be cut as well. None of the cuts appeared to be clean and the components appeared to be subjected to some torsional forces. The distal portion of the carrier tube shaft was attempted to be pulled out from the sheath shaft to confirm the presence of anchor and collagen, however it appeared to be stuck. A longitudinal cut was made in the tip of the sheath and the presence of the anchor was confirmed. Based on the state of the returned device, functional testing could not be performed. The complaint can be confirmed for non-deployment device pullout. The exact root cause cannot be determined but the likely root cause could be an obstruction to the anchor posting to the tip of the hemostasis sheath. No functional testing was possible since the device was returned mutilated. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Pt info: unk. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device was used as usual. There were no problems with insertion. A pre-deployment angiogram was performed, and the common femoral artery (cfa) was suitable for angio-seal deployment. After inserting the device cap and pulling it back in the rear lock position the whole device was pulled out. Hemostasis was achieved via manual compression which took approximately thirty minutes. The patient was treated as intended. There was no significant delay of the procedure. It was a right femoral artery puncture. The patient was stable and there were no consequences. The type of procedure performed was a percutaneous transluminal angioplasty (pta). A 6fr procedural sheath was used. There were no difficulties with arterial access, sheath, guidewire or catheter insertion. No issues with insertion. The device pulled-out without any resistance. The estimated blood loss was less than 250cc. There was no harm to the patient.